Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was not able to advance an endoscope all the way. The site stated it only went halfway. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the site perform an emergency-stop and recover. The tse also had the site remove the endoscope, clear the arm memory, and check the drape; however, the issue persisted. The site stated when they manually pushed the endoscope past the stopping point, it pulled back out to the original position. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. The usm has been returned and evaluated by the failure analysis team. The issue/error was confirmed but not replicated. The unit was tested on an in-house system in normal mode with no related errors. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) with no related errors.